Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the device and found that the reported phenomenon could not duplicated. The subject device was not returned to omsc. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the image didn't displayed due to break of the imaging unit or a board inside the scope connector.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that image didn't appear during an unspecified timing. There was no report of patient injury associated with the event.